Event description:
This report summarizes two (2) malfunction events. A review of the events indicated that model 0605510 implantable port experienced a defective component. These events were reported from various sources. Both events involved patients with no reported injury. The patients¿ age, weight, and sex were not provided for either of the two (2) events.